Event description:
Resident being transfer oob to her care foam chair with an invacare full mechanical lift. Resident hoisted above bed in lift sling. Sling in use was a drive manufactured sling. Sling attached with all 4 steps to lift. Sling checked for deficits by staff prior to use, none found. Resident moved towards chair in lift, strap above right shoulder ripped apart from sling and resident fell to floor. Injury occurred with large laceration to right arm. Resident sent to ER for treatment. All xrays negative for fracture, but did receive sutures to repair laceration to right arm. Diagnosis or reason for use: nonambulatory and unable to perform safe stand or transfer. "Is the product compounded: no, is the product over-the-counter: no."